Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) possibly due to atrial fibrillation (af) with rapid ventricular response. The device initially withheld therapy; however, it was noted the right atrial (ra) lead exhibited undersensing and the device stopped withholding leading to the shock. The device and lead remain in use. No further patient complications have been reported as a result of this event.